Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure, following the first inflation, the deflation time was noted to be long but felt to be acceptable for the device. After the second inflation, the balloon could not be deflated and remained inflated four minutes, at which time the patient experienced angina. A 20cc syringe was used to successfully deflate and remove the device. Reportedly, no permanent patient injury occurred.